Event description:
I went to an urgent care that had drive up testing. The person who administered the test told me to open my mouth and say "ah". I did so and he did the first swab and then I believe the second but I was in so much shock from the pain. I was immediately in discomfort and then felt mucus going down my throat. It felt different so I checked my nose as I had a dripping sensation and my nostrils were bleeding. The bloody nose lasted for about 20 minutes. FDA safety report ID# (B)(4).